Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the laser probe tip was found to be crooked and could not fit into the trocar.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6. And h.10. The laser probe was received and a visual assessment of the returned sample showed a non-conforming tip. Further evaluation was not performed due to this condition of the sample. The laser probe were packaged on december 4, 2019. There were 186 paks associated with this lot. Based on assessment, the product met specifications at the time of release. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).